Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Inspection of the device found that the sheath was torn, and the coil was detached at 5.5cm from the burr housing strain relief. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the device failed to reach optimum speed during preparation. A target lesion was located in the severely calcified left anterior descending artery. A 1.50 mm rotapro was selected for use. During preparation, after the operator connected the device, the speed did not increase. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the coil was detached at 5.5cm from the burr housing strain relief.